Manufacturer narrative:
Investigation results: three photos and one spike connector were submitted to our quality team for investigation. Functional testing was conducted to replicate the reported issue. During testing, leakage was observed at the bond between the connector and the spike, confirming the reported concern. Further inspection identified the connector was not properly aligned when bonded onto the spike, causing a deformation and resulting in the leak observed. A device history review was performed for suspected lot 2501210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Retained samples of lot 2501210 were used for additional evaluation. The c180j was connected to an IV bag and then to an injector using a syringe, through which liquid was introduced. The liquid flowed smoothly through the system, and we did not observe any leakage during testing. Based on our investigation, the issue was determined to be the result of an assembly error during manual bonding of the connector to the spike. Manufacturing personnel have been informed of this event, and our quality team will continue to monitor complaints for this device and condition to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported, broken during use event details: it was reported that dispensed with broken product and realized it was broken when administering anticancer drug, from which the anticancer drug leaked out. Lot is unknown. What part of the device was broken? Was there a crack? Is it disconnected during use? Unknown.